Event description:
A malfunction alarm with code malf 12 was reported, and no notable events preceded the issue. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided instructions for resetting the pump, assisted the customer in doing so, and confirmed that the malfunction code did not recur. The customer was able to continue using the pump and was advised to reach out again if the issue reappeared.